Event description:
Patient developed endophthalmitis in the month of september. Pt was treated with intraocular injection and referred to a retinal surgeon for a vitreous tap and treatment for hypopyon. Patient is improving.